Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The inulin pump had a scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's wife reported via phone call that the pump alarmed motor error twice during rewind. It was stated that a motor position encoder error alarm was found in the history. The blood glucose at the time of the incident was 75 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.